Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the common bile duct to treat a stricture during a endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the flexima biliary stent was hard to deploy. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that guide catheter was detached. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter break. Block h11: a flexima bliary stent was received for analysis. Visual examination of the returned device found the guide catheter was detached and kinked. Microscopic inspection was performed, and it was observed that the push catheter suture hole was torn. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy based on the condition in which the device was returned. Taking all available information into consideration, the investigation concluded that the reported event and additional observed damages were most likely procedural factors as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, the most probable cause of the reported event is adverse event related to procedure.